Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the clave additive port snapped off.the event was noted during infusion. There was patient involvement but no patient harm

Manufacturer narrative:
Received one (1) used list #142730490 plum 150 ml burette set with a partial break at the semi-rigid adapter at the blue clave burette junction. The deformation on the area of the break is at a slight angle. The complaint of 'clave additive port snapped off' can be confirmed due to the partial separation at the semi-rigid adapter. The probable cause of the observed damage is due to unintentional bending forces applied during use.